Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Revision surgery of shoulder prothesis at 19 month post-operative due to a luxation. During the surgery the surgeon noticed a rotation of 90&#2050;etween the reversed tray and the humeral stem.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.